Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterine myometrium/ ultrasound findings of essure coil embedded into uterine myometrium.\ migration'), pelvic pain ('physical pain/ pain/ pelvic area') and device expulsion ('migration of essure device location of device: uterine myometrium/ ultrasound findings of essure coil embedded into uterine myometrium.') In a 30-year-old female patient who had essure (ess205) (batch no. 622943,624098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep vein thrombosis, myocardial infarction and unilateral renal agenesis. Concurrent conditions included obesity, hallucination, drug allergy, uterine fibroid, polymenorrhoea, dysmenorrhea, cervix inflammation, cervical dysplasia, peritoneal adhesions, essential hypertension, atherosclerotic cardiovascular disease, hyperlipidemia, right lower quadrant pain and peritoneal adhesions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced complication of device insertion ("other injury(ies) or complication please describe: insertion injury"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)\ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition:depression and mental anguish\ psych injury") and anxiety ("psychological or psychiatric problems condition:depression and mental anguish\psych injury"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problem") and urinary tract disorder ("bladder/urinary problem"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy and hysterectomy with bilateral salphingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, depression, anxiety and complication of device insertion outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device insertion, depression, device expulsion, embedded device, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- right-2 coils and left -11 coils visible. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Received treatment for pain- pelvic/abdominal, bleeding-menorrhagia (heavy menstrual bleeding), migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on an unknown date: unknown. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: menorrhagia, pelvic pain lot number:622943 manufacture date: 2007-01 expiration date: 2008-12. Lot number: 624098 manufacture date: 2007-03 expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: reporters were added. New events- abdominal pain, bladder/urinary problem, device expulsion, were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterine myometrium/ ultrasound findings of essure coil embedded into uterine myometrium.') And pelvic pain ('physical pain/ pain/ pelvic area') in a 30-year-old female patient who had essure (ess205) (batch no. 622943,624098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep vein thrombosis, myocardial infarction and unilateral renal agenesis. Concurrent conditions included obesity, hallucination, drug allergy, uterine fibroid, polymenorrhoea, dysmenorrhea, cervix inflammation, cervical dysplasia, peritoneal adhesions, essential hypertension, atherosclerotic cardiovascular disease, hyperlipidemia, right lower quadrant pain and peritoneal adhesions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced complication of device insertion ("other injury(ies) or complication please describe: insertion injury"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition:depression and mental anguish") and anxiety ("psychological or psychiatric problems condition:depression and mental anguish"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salphingectomy and hysterectomy with bilateral salphingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, depression, anxiety and complication of device insertion outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, complication of device insertion, depression, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- right-2 coils and left -11 coils visible. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: menorrhagia, pelvic pain lot number:622943 manufacture date:2007-01, expiration date: 2008-12. Lot number: 624098 manufacture date:2007-03, expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterine myometrium/ ultrasound findings of essure coil embedded into uterine myometrium.') And pelvic pain ('physical pain/ pain/ pelvic area') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 622943-right,624098-left) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep vein thrombosis, myocardial infarction and unilateral renal agenesis. Concurrent conditions included overweight, hallucination, drug allergy, uterine fibroid, polymenorrhoea, dysmenorrhea, unspecified inflammatory disease of uterus, excl cervix, cervical dysplasia, peritoneal adhesions, essential hypertension, atherosclerotic cardiovascular disease, hyperlipidemia, right lower quadrant pain and peritoneal adhesions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced complication of device insertion ("other injury(ies) or complication please describe: insertion injury"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition:depression and mental anguish") and anxiety ("psychological or psychiatric problems condition:depression and mental anguish"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, depression, anxiety and complication of device insertion outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, complication of device insertion, depression, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- right-2 coils and left -11 coils visible. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: menorrhagia, pelvic pain most recent follow-up information incorporated above includes: on 24-jul-2019: pfs and mr received. Lot number were added. New events abnormal bleeding (vaginal)abnormal bleeding (menorrhagia), depression, mental anguish, migration of essure device location of device: uterine myometrium, insertion injury were added. Outcome of pelvic pain updated to recovering / resolving. New reporter, patient information, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.